Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital for a routine follow-up, premature battery depletion was observed. The device was explanted. The patient was stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on rf module.